Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as fold flaw opening. Other-technical: brown particles observed in the fill channel. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.